Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, device was found to reach eri prematurely. Patient was stable. Device was explanted and replaced. Since the patient had developed some bradycardia, a dual chamber device was implanted. Patient was doing well and will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.